Event description:
The info provided by the pt indicates that pt received a self-catheter with the tip cuff off. Pt inserted the catheter and experienced bleeding but will not visit the ER for treatment. The bleeding has now stopped and the pt will see the physician next week.